Event description:
During an initial implant procedure, the stylet was difficult and unable to advance down the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of failure to advance the stylet/ guidewire was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead found the inner coil was damaged at the s-curve region consistent with procedural damage. The stylet/ guidewire insertion/removal could not be tested due to procedural damage to the inner coil at the s-curve region, as received. The cause of the reported event was due to damaged inner coil.